Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown implants. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 2 of 3 for the same event. This report is being filed after the review of the following journal article: levy, o., et al (2008), mid-term clinical and sonographic outcome of arthroscopic repair of the rotator cuff, the journal of bone and joint surgery, vol.90-b no.10, pages 1341-1347 (united kingdom). The study emphasizes on evaluating the medium-term clinical results of arthroscopic repair of the rotator cuff. The patients evaluated on course of this study: between october 1998 and may 2003, a total of 102 patients (38 women and 64 men), with a mean age of 57.3 years (range, 23 to 78 years). There were 18 small tears, 44 medium tears, 34 large tears, and 6 massive tears. The article describes the following procedure: an arthroscopic repair of the rotator cuff. Patients with stiffness did not undergo rotator cuff repair until the stiffness was resolved. These patients were treated with a two-stage procedure. First, a manipulation of the shoulder under general anesthesia and interscalene block, followed by intensive physiotherapy aiming at full passive range of movement. Only when this was achieved, the patients would then proceed to arthroscopic repair of the rotator cuff, usually 3 to 6 weeks later. The devices involved were: fastin rc with ethibond sutures (mitek, division of ethicon, inc., johnson & johnson company, westwood, massachusetts), biofastin rc with ethibond sutures (mitek, division of ethicon, inc., johnson & johnson company), spiralock with orthocord sutures (mitek, division of ethicon, inc., johnson & johnson company) and twinfix ultrabraid sutures (smith & nephew, endoscopy division, andover, massachusetts). Complications mentioned in the article: 8 patients were not satisfied with the outcome; 5 of which underwent revision surgery. 19 patients had a recurrent rotator cuff tears via ultrasound scans; 6 of these patients were dissatisfied with the outcome and 3 of them experienced a second tear of equal or greater magnitude that the original lesion.